Event description:
As reported by the field clinical specialist (fcs), approximately 6 years, 8 months, and 8 days after the transfemoral transcatheter aortic valve replacement (tavr) procedure with a 26 mm sapien 3 valve, the patient was found to have valve stenosis, and the plan was for the patient to undergo a valve-in-valve tavr procedure. Subsequently, according to the medical records received, it was indicated that the patient is status post implantation of a 26 mm sapien 3 valve in the aortic position with aortic valve stenosis and heavily calcified valve leaflets. Per additional information received from the valve clinic coordinator (vcc), the patient had kidney failure and was on dialysis for the past fourteen (14) years. It was further reported that the patient passed away prior to the re-intervention. The exact cause of death and other details were not provided.

Manufacturer narrative:
Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), is a potential adverse event associated with bioprosthetic heart valves. Per a technical summary written by edwards lifesciences, calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to subsequent anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprosthesis from calcifying. In this case, there was no allegation or indication a manufacturing non-conformance contributed to this product problem. As noted, the patient was of advanced age with a history of kidney failure and was on dialysis for the past 14 years, and aortic stenosis. Patients with these comorbidities may have an increased risk of developing valve stenosis and calcification. Although a definitive root cause was unable to be determined, investigation results suggest that progression of the patient disease process and/or other patient comorbidities may have contributed to the valve calcification that required intervention. The device relationship to the patient's death cannot be determined due to the limited information available. As such, the event will be reported as death conservatively. A supplemental report will be submitted when and if additional information becomes available. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of this adverse event is not required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. As such, neither a product risk assessment, nor corrective or preventative actions are required at this time.